Event description:
Complainant alleged that during biomed testing the device displayed "bridge test failed" during 30 joules self test. Complainant indicated that there was no pt involvment in the reported malfunction.